Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was unable to charge her scs ipg. As a result, the patient is no longer receiving stimulation. An sjm representative confirmed the issue using external devices. It was also reported the scs ipg is "tilted". Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs ipg was explanted and replaced with another model which resolved the issue.